Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and the device unexpectedly powered off multiple times. The device powered itself back on each time after a few seconds. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the device's power pcb assembly, battery wire harness, and battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. The contact corrosion can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle. The device's battery pins were also further evaluated and observed to be worn. Worn battery pins can cause the device to unexpectedly lose power.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and the device unexpectedly powered off multiple times. The device powered itself back on each time after a few seconds. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
The customer provided physio-control with additional patient information. Sections a1, a2, a3, a4, and b7 have been updated.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and the device unexpectedly powered off multiple times. The device powered itself back on each time after a few seconds. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.